Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to infection at the pocket site. Symptom included drainage at the ipg site. The patient was administered with antibiotics. The physician believed that the infection was device related. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.